Event description:
It was reported that during an unknown procedure using an ambient super turbovac 90 wand, allegedly the wand would not work properly. Another wand of the same type was opened, but had the same results. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.